Event description:
Air from the vacuum pump was not getting inside the mixing syringe resulting in a 20 minute delay to surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.